Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator failed to deliver shock therapy for ventricular tachycardia. It was noted that the ventricular tachycardia was diagnosed as supraventricular tachycardia. Programming changes were made. No patient consequences were reported.